Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Event description:
Customer reported receiving an alarm during the manual prime. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 98 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.